Event description:
The pt was admitted to the hospital with hypercapnia and hypoxemia. Reportedly, the ventilator was delivering low tidal volumes to the pt. The ventilator was exchanged for a different unit. No permanent pt injuries were reported in this case.

Manufacturer narrative:
Evaluation summary: the ventilator was returned to newport medical instruments inc for necessitation. The unit was allowed to ventilate and the tidal volumes delivered were measured and confirmed that the volumes were within tolerance at the output port of the ventilator. The ventilator was delivering the appropriate tidal volumes. However, the volumes delivered to the pt side were measured low confirming the reported issue. The issue was due a leak on the exhalation valve during the inspiratory phase which was caused by leak on the solenoid assembly leaking on the manifold. Replacing the solenoid assembly resolved the exhalation valve gas leakage and low volumes. Note: the ventilator was due for the annual preventive maintenance. The ventilator will be repaired and returned to the customer.